Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not find any anomalies. The device was examined under magnification and the shaft of the inflation port had a hole. A demonstration .014" guidewire was inserted into the guidewire lumen and no friction was noted. During attempted inflation of the balloon, a leak was noted at the guidewire port and the balloon would not inflate normally. Magnified examination inside the inflation port revealed that the balloon catheter hub shaft was perforated, which is likely where the leak was occurring. The reported balloon leak was probably interpreted by the user as a balloon leak, but most likely is the same as the found hub shaft leak. Based on the examination of the damage inside the inflation lumen (balloon port), it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the observed damage and reported leak. Per the device directions for use (dfu): ¿introduce the guidewire, flexible-end first, into the straight (back) port of the manifold. To avoid kinking, advance the guidewire slowly in small increments to the end of the balloon catheter...¿ additionally, the dfu provides a diagram which shows the balloon port and guidewire port. The manufacturing process has associated controls related to manifold leaks for the gateway devices. These include, 100% visual inspection for balloon/shaft integrity, leak and vacuum decay testing (vdt) prior to packaging. Therefore, it is considered unlikely that the damage noted on the returned unit occurred prior to shipment. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore, it has been concluded that the most probable root cause for found hub shaft leak was handling damage. The reported balloon leak was not confirmed; a leak was noted at the guidewire port from the balloon catheter hub. The balloon catheter hub is always outside of the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon (subject device) leaked during preparation. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon (subject device) leaked during preparation. There were no reported clinical consequences to the patient.